Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2016. Approximately four (4) years post initial procedure, the patient presented with a type ii and possible ib endoleaks. The physician elected to treat the patient by relining with an afx2 bifurcated device, an afx suprarenal, and two (2) ovation ix extenders on (B)(6) 2020. Reference MFR. Report # 2031527-2020-00106 for this previously reported event. After approximately two (2) years post-secondary procedure, the patient presented with an aneurysm enlargement. The patient is currently being monitored.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the sac growth of 6.6mm was confirmed. This is consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. It is unclear what the source of the sac growth was. The final patient status was reported to be under surveillance. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g3: date of received by manufacturer - updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.